Event description:
A percival pvs27 was implanted in a patient with a fused bicuspid valve. It was reported that the valve was clearly too large, so the valve was explanted and replaced with another valve. The procedure was delayed as a result of the event; however, the length of the delay was not specified.

Manufacturer narrative:
The returned device was received in good condition. It was reported that, upon implant, it was evident that the valve was too large. The event is therefore attributable to user error, and is not related to the device. No device problem is suspected and no further investigation is required.